Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: the head nurse of CT room reported that she felt the indwelling needle was blunt since october 2019, and puncture was more inconvenient than before. It was hoped that relevant testers would choose the same type of indwelling needle before october 2018 for comparison and observed the sharpness comparison during puncturing. There are black spots in the heparin cap among the samples was sent back.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9057647. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: the head nurse of CT room reported that she felt the indwelling needle was blunt since (B)(6) 2019, and puncture was more inconvenient than before. It was hoped that relevant testers would choose the same type of indwelling needle before (B)(6) 2018 for comparison and observed the sharpness comparison during puncturing. There are black spots in the heparin cap among the samples was sent back.